Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 316 mg/dl. Customer had 4 no delivery alarms yesterday. Customer changed the infusion set, but not the reservoir. Customer was out of reservoirs and needed to place an order. Customer took the pump off and was using her back-up plan. Customer declined troubleshooting for high blood glucose levels. Customer treated with an injection. Customer reported that the insulin did exit after performing a 5.0 fixed prime. It was explained that there may be a possible site related issue, possibly due to a bent cannula or site/set occlusion. Customer was advised to change the entire infusion set. Customer completed the troubleshooting guide. No additional information provided.